Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that 34 months post implant of a bifurcated device and a suprarenal aortic extension, an endoleak was identified. Reportedly, the patient had an endoleak, and a rupture. The physician elected to treat the patient by religning with a gore graft. The patient remains in critical condition.

Manufacturer narrative:
Based upon the clinical evaluation, thirty five months post implant, there was evidence to support: a type iiia endoleak; a complete component separation; and, a rupture. The secondary endovascular repair was confirmed. However, immediately post the endovascular repair, the patient was showing signs of compartment syndrome. The abdomen was opened to evacuate a large hematoma. Post operatively, there was evidence to support these conditions: renal failure, pulmonary emboli; ischemic bowel, compartment syndrome. A temporary dialysis catheter was placed. A small bowel resection was completed. The abdomen was left open and packed for three days; the bowel was anastomosed, and the abdomen was partially closed at that time. The patient also experienced pulmonary emboli for which an ivc filter was placed. The final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a design or manufacturing root cause was not definitely identified. Patient factors that might have contributed to this event included: the use of anticoagulation therapy, and an acute syncopy event that followed a "shift in abdomen" feeling during a phlebotomy.